Event description:
Customer reported an alarm issue with the pump during the loading process, specifically alarm 20. There was no adverse impact to the customer's blood glucose level. Customer confirmed that the cartridge was removed at the prompted time during the loading process, and with the assistance of technical support, successfully loaded a new cartridge and resumed insulin therapy.